Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, lung damage, heart damage, burning in throat, trachea and lungs, massive heart attack, pneumonia, pneumoconiosis. Medical intervention was not specified. At this time, no further investigation can be performed. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.